Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a m4 alarm was confirmed via the log file. The centrimag motor was not returned for analysis; however, a log file was downloaded from the returned and associated centrimag 2nd generation primary console for review. A review of the downloaded log file showed events spanning approximately 3 days (B)(6) per time stamp). Events occurring on (B)(6) 2020 took place during lab testing at abbott. On (B)(6) 2020 at 13:45:41, a ¿sf_ifd_shutdown_detected¿ activated, trigging a ¿system alert: s3¿ alarm. The speed dropped to 3000 rpm and the flow dropped to 0 lpm. A ¿set pump speed not reached: m5¿ at 13:45:46 activated and was followed by a ¿motor alarm: m4¿ at 13:45:55. A ¿flow signal interrupted: f2¿ activated at 13:48:26 and was able to be muted and cleared. An attempt to change the motor speed to 4100 rpm and then 3500 rpm was made; however, the motor speed remained at ~3000 rpm. The ¿motor alarm: m4¿ cleared when the motor was disconnected at 14:06:11. The console was powered off at 14:07:47. There were no other notable alarms active in the log file. Multiple good faith efforts were sent to retrieve additional information regarding if there have been any more alarms and how the reported alarms resolved; however, no response was received. Multiple good faith efforts were sent to retrieve additional information including if the motor was exchanged, if it will be returning, and what the serial number of the motor is; however, this information was unable to be provided. To date, the motor has not been returned to abbott. The root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual (rev. 11) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. 11) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. 11) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the perfusion team states they have no patient information on this patient. They have also stated that the equipment has been returned, repaired, paid for and that they have it back.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while on support of a centrimag generation 2 device, an m4 alarm occurred. The motor stopped, and the patient was switched to the backup console at bedside. Patient decompensated while taken off support to exchange the console